Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) exhibited gray bar on interrogation indicating low battery voltage. Multiple interrogations yielded the same result. The ICD was not used. There was no patient involvement.